Event description:
Elevated shock impedance of greater than 150 ohms was reported on this lead. The lead remains implanted and the patient is being monitored.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.